Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 was updated to include "foreign" and "other - germany" as these were inadvertently left off in the initial MDR. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented by following: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
An olympus asset, colonovideoscope, was returned to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/ water tube and cylinder had white foreign material in it. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.